Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The sample was visually inspected with no issues noted. A pressure test was then performed with no issues found. The device was then attached to a solution container and was functionally tested. The unit was found to meet specifications. Therefore the reported condition could not be confirmed, nor could the cause be identified.

Event description:
It was reported that a clearlink buretrol solution set leaked total parenteral nutrition through the "vent." It is unknown during what process step this malfunction was identified. It is unknown if there was patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event.